Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 0. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the customer with the reset, and confirmed that the issue did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction reoccurred.